Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the left anterior descending artery (lad). Upon insertion of the 12mm x 2.75mm promus premier¿ stent, the physician encountered a significant resistance and was unable to advance the device to the lesion. It was thought that a strut on the proximal end of the stent was damaged. The device was then removed and exchanged with another of the same device to complete the procedure. No patient complications were reported and the patient' status was stable.

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the left anterior descending artery (lad). Upon insertion of the 12mm x 2.75mm promus premier stent, the physician encountered a significant resistance and was unable to advance the device to the lesion. It was thought that a strut on the proximal end of the stent was damaged. The device was then removed and exchanged with another of the same device to complete the procedure. No patient complications were reported and the patient' status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found no issues with the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).